Event description:
It was reported that the patient was scheduled for a lead revision. Follow up identified that the patient's lead had migrated out of the epidural space. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Sex: patient gender inadvertently omitted from initial report.